Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that they got food poisoning and the blood glucose readings increased. The blood glucose reading is 1120 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.